Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter was reading inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated that the product issue started on (B)(6) 2011 at approximately 5am. The cca noted that the patient obtained blood glucose readings of "500 mg/dl and 240 mg/dl" on the subject meter, taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20%. The patient informed the cca that she manages her diabetes with insulin, self adjusting (unknown type and dose). The patient claimed that at an unspecified time, she became "incoherent" after testing on the meter so she had some food/drink and contacted the emergency medical services (ems). The patient stated when the ems arrived (time unknown) they checked her blood glucose on the ems meter (unknown type) and it was in the "40's". The patient was reportedly treated with IV glucose by the ems and was tested again before ems left and the result was then in the "70's". The customer was not sure about how much time passed between when the alleged issue first occurred and the start of the symptom. At the time of troubleshooting, the cca noted that the blood samples were drawn from the same, approved source. The unit of measure was set correctly and the test strips were unexpired. The patient did not have any control solution to test the system. Replacement products were sent to the patient. The complaint is being reported due to the patient allegedly developing a symptom suggestive of a serious injury after the alleged meter issue began and received treatment for severe hypoglycemia by an hcp.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k062195.